Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1954 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a system air leak test, a safety clamp test, and a mushroom head check. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal inspection of the cycler found visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during power up. They rebooted the cycler but the screen remained dim. The patient stated that it was extremely dim when they first powered it on, out of the box. The display brightness was set to 10. The ts representative advised the patient to discontinue use of the cycler and issued the patient a replacement cycler. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd) supplies and were trained on performing pd therapy without the cycler. The patient said they would use their capd supplies to complete pd therapy manually. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient confirmed completing treatments on the old cycler until the replacement arrived. It was confirmed that the replacement cycler was received by the patient. The old cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.